Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred post deployment. The target lesion was located in the calcified and severely tortuous proximal right coronary artery (rca). A 3.0 x 28 mm promus element stent was deployed in the mid rca. Then the physician deployed the 3.5 x 28 mm promus element stent in the proximal rca. Then an unspecified ivus catheter was unable to cross the lesion. The 3.5 x 28 mm promus element stent was deformed due to contact with the 6fr al1st non bsc guide catheter. A 3.2 x 12 mm non bsc balloon was used to dilate the deformed stent and a non bsc stent was deployed to address the deformation. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).